Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she wore a tampon approximately three to four hours and during use the tampon string and pledget fell apart leaving pieces inside her vaginal cavity. She manually removed the remaining pieces of pledget. She experienced vaginal burning and discharge which she believed was a uti. She self treated with an otc cream for two days. She saw her doctor and reported her symptoms and also received a vaginal exam. No pieces of pledget were found during the exam. Doctor did not diagnose uti but stated she must have had a uti and the otc cream cleared it up. Her symptoms are now resolved. She did not receive any additional medical treatment and did not experience any adverse health effects.